Event description:
It was reported that a demo ilet device had an unresponsive touchscreen that prevented unlocking by swiping, and a replacement unit was sent while the original was expected to be returned. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or hospitalization. Investigation included customer service follow-up and attempts to track the return shipment with the carrier. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."